Event description:
As reported via legal documentation, this patient had bilateral knee replacement on (B)(6) 2014. They underwent right knee revision surgery on (B)(6) 2019, approximately 5 years after their primary implantation. (B)(6) 2019 op report postoperative diagnosis: mechanical loosening of internal right knee prosthetic joint; polyethylene wear of right knee joint prosthesis. The surgeon noted that the femoral component fell off the bone when tapped with osteotome on the lateral side. The patient was noted to have a significant amount of reactive granulation tissue and synovitis. They were also found to have a very large cavitary lesion in the distal medial femoral condyle, and another within the posterior lateral femoral condyle. The cement had penetrated into the lateral proximal cortex of the tibia and there was a small half centimeter by half centimeter defect in the lateral tibial cortex. At this point the patient's posterior compartment was noted to be full of synovitis. The surgeons also found that the cyst tibial canal was slightly bowed and offset. The patient was taken to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 2891936 02-010-01-0335 - logic femoral ps cem right sz 3.5 2971567 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t 2918243 200-02-35 - three peg patella 35mm.

Manufacturer narrative:
H11. Correction- upon investigation this has been identified as a duplicate case- all information will be captured, processed, and reported under MFR# 1038671-2019-00416.